Event description:
It was reported that the patient received inappropriate therapy. It was found via x-ray that the lead had moved beyond the right ventricular apex. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.